Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm 232056.(plausibility between pambient and pfilter failed) find filter pressure sensor board defective , after replace new part this c1 can use to be normally. No patient involvement. Hamilton medical ag addition: the device could not be started up.